Event description:
The patient had pain, increased spasticity, and less than 50% therapy relief. A dye study was done. The patient was taken to surgery on (B)(6) 2015. The doctor removed the old pump/proximal segment of the catheter and csf (cerebrospinal fluid) flow was observed. The old pump segment was explanted and new pump segment was implanted and attached to the existing spinal segment of the catheter. Csf flow was confirmed before and after the new segment was connected to the pump. A cap (catheter access port) kit was used to aspirate and confirm the catheter¿s patency. The patient status was reported as ¿alive-no injury.¿ as of (B)(6) 2015, the patient was doing very well and receiving effective therapy. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).